Event description:
Approximately one year and six months post hvad implantation, it was reported that the patient experienced power switching from one port to the other. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event. The testing results revealed that the battery was not performing as per specification since the calibration was outside the nominal range.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications; functional testing revealed that the battery failed due to a high max error which is an incidental finding that may have been caused by inconsistent patterns of use as seen in the log files, i.e. Not allowing the battery to discharge below 25% charge capacity. The reported event could not be confirmed; premature power switching events were not seen during log file analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the battery and controller. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the battery has been received and is awaiting further analysis. Product remains implanted.